Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery in the middle of priming. The customer stated that she had this issue for a month, she changed the infusion set and it worked. Customer stated that she had been running high blood glucose. Customer's blood glucose was 290 + mg/dl. It was found that the no delivery alarm was reoccurring and troubleshooting was done with the previous call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a back-up plan. No further information provided.